Event description:
The device was used during a wedge resection, thoracotomy. The device was placed on lung tissue and closed within the green range. Upon firing, it was observed that the staples had not formed properly. The surgeon sutured the lung tissue to continue the procedure. There was no consequence to the pt. 11/15/96 rep reports buttressing material was not used.